Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition of the handpiece activating even though it was powered off was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device passed visual inspection. During the assessment it was found that the device would not work at all. The device was disassembled, and the electronic control unit (ecu) and motor were measured separately, it was determined that the ecu had short circuited. It was further determined that the device failed pretest for check function of device. The assignable root cause was determined to be due to component failure from wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: battery devices, battery casing devices, (B)(6) 2021. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that before an osteosynthesis for a clavicle fracture surgery, it was discovered that when the surgeon tried to set the battery casing device by inserting the fully charged battery device in the small battery drive device, the handpiece activated even though it was powered off. It was reported that the surgeon removed the battery casing and then tried to set the battery to the handpiece again, the same issue occurred. According to the reporter, the surgeon tried to replace the battery and the battery casing with another battery and battery casing in the spare; however, the handpiece did not work at all. It was reported that the surgeon stopped using the device. It was not reported if there were any delays in the surgical procedure. It was reported that there were spare devices available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.